Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced electrical fault alarms. Upon evaluation by the manufacturer's representative, visible contamination, a white slimy substance, was found within the driveline connector and controller. A cleaning procedure was performed to remove contaminants. There was no reported patient injury as a result of this event. The controller ((B)(4)) was returned for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms. The returned controller ((B)(4)) failed visual inspection as a result of contamination within the driveline connector but passed functional testing. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and/or the driveline/connector sealing design. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2015-02611 and 3007042319-2015-02612) submitted for devices related to the same event.

Event description:
It was reported from turkey that the ventricular assist device (vad) driveline had connector contamination. Preliminary analysis of controller log files showed electrical fault alarms with the first alarm occurring on (B)(6) 2014. A manufacturer's representative assessed the device on (B)(6) 2014 and found that the electrical faults were not reproducible through driveline manipulation and troubleshooting. The manufacturer's representative confirmed with the hospital staff that the patient could tolerate the vad-off time associated with a driveline connector cleaning procedure. The manufacturer's representative performed a driveline connector cleaning procedure per the manufacturer's specification on (B)(6) 2014 to remove contaminants. Two driveline disconnects were performed with each disconnect lasting less than 60 seconds. A white slimy substance was visible within the driveline connector and controller connector. The controller was exchanged during the procedure. The controller was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.